Event description:
It was reported device reset was detected on the new device during changeout for normal eri (elective replacement indicator) after two aborted hv therapies. It was determined after changing two new devices there was a lead integrity issue. The device was damaged during dft testing. The lead was capped and the device was replaced and explanted.

Manufacturer narrative:
The reported field event of aborted shocks was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc marks indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The device went into backup mode after a power on reset when the device attempted to deliver shock and damaged the hv output circuit. A few seconds after the final aborted shock, the device went into backup mode. The cause of the backup is believed to be caused by external defibrillation.